Event description:
The customer states that when an employee that has a pacemaker enters the lab where the ID now instrument is she experiences a "system change". No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
H10- additional information received from the customer clarified that no harm to the employee occurred as a result of this event. The employee experienced "weird heart rates" when she entered a lab which had a blood machine, a urine machine, a centrifuge and six (6) ID now instruments. The customer contacted abbott technical services and left a voicemail asking if there was any information regarding the magnets on the ID now instrument affecting pacemakers. As a result, abbott technical services contacted the customer and inquired if there had ever been an issue with a pacemaker and the machines. The inquiry was not related to just one machine, but to the lab in general, with the ID now instruments being the newest addition to the lab. After the incident, the employee consulted with her cardiologist and was reassured that she should not have an issue with the machines [in the lab] and the concern of this issue should only be with big magnets (MRI, microwaves, etc.). The employee stated that the cardiologist reset some of the parameters on the pacemaker and they have not experienced any further issues either inside or outside the laboratory. We were unable to obtain specific information regarding the pacemaker manufacturer and adjustments made by the cardiologist. Based on the information provided, it is unlikely that the ID now instruments are linked to the "system change" the employee experienced. Additionally, further investigation identified this is the only event that abbott diagnostics scarborough, inc. Has received in the past three (3) years regarding this issue for the ID now instrument. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation: there are a total of 4 small stationary magnets inside the ID now instrument. Two are at the front and keep the lid close, they are not that powerful (like a fridge magnet). Two magnets are inside on each side of the orange test base holder. These are to mix the mixing bead(s) for ID now tests that include a mixing bead in the reaction tubes. These are slightly more powerful than the ones that keep the lid closed. The ID now instrument is tuv certified and this device complies with part 15 of the fcc rules. Operation is subject to the following two conditions: (1) this device may not cause harmful interference, and (2) this device must accept any interference received, including interference that may cause undesired operation.